Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found input shat #7 broken inside the housing. Additional observation(s) related: the instrument was found to have a loose grip cable at the idler pulley. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening.

Event description:
It was reported that the cable of the large hem-o-lok clip applier instrument broke during use. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred prior to clip application (instrument in patient). The cable on the instrument broke after a clip application and the large purple weck hem-o-lok clips were used. The issue was resolved with a backup instrument.

Event description:
Refer to h11 for follow-up information.